Event description:
Report received from (B)(6) stating that the device had heat also was unable to insert the cutter. The device was not being used during surgery. Unk if injury or medical intervention occurred. No additional info provided. The date of the event was unk.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).